Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. Section b5: during processing of this incident, an attempt was made to obtain complete event information; however, no further information is known or received. The event of system explant was reported to abbott. The patient's system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken wherein the patient's entire system was explanted for an unknown reason. No further information was available.